Event description:
Healthcare professional reported that patient was injected with 0.3ml juvéderm¿ voluma¿ in nasolabial folds, nose base, apple muscle chin. Patient was concomitantly injected with laymei collagen. At an unspecified time, patient developed facial swelling. One week later, patient developed lump on chin with pain, while the swelling resolved; patient also developed swelling in jaw. Patient visited local hospital where ultrasound showed subcutaneous mass and surgical treatment was recommended. Patient was prescribed oral antibiotics and hormones. Two weeks later, the medications had no effect. One week later, patient was prescribed oral antibiotics. One day later, patient received intravenous antibiotics for three days. One day later, patient's redness, swelling, heat, and pain worsened. Approximately two weeks later, patient was treated with drainage puncture and sealing needle in middle of chin. Culture was clear. Upon patient's return, patient's right side of chin developed redness, swelling and pain. Approximately a few weeks later, right chin was punctured, drained, sealed, and filler was dissolved. An immunity test was performed and the results were clear. Patient's symptoms of redness and swelling are ongoing and jaw is still swollen.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2303, f15. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.